Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited low pacing lead impedance measurements (<200 ohms) after a device replacement procedure. At this time there is no evidence that intervention has been performed to resolve this issue. This lead remains in service. No adverse patient effects were reported.